Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the tubing of a large volume infusor. It was not specified as to when in the process this was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured october 26, 2015 ¿ october 27, 2015. The device was received for evaluation. Visual inspection identified a brown particle, approximately 0.15 square mm in size, embedded in a segment of the tubing. The particle has no contact to the fluid path because it was completely molded in the material of the tubing. The particle was subsequently identified to be polyvinyl chloride (pvc) material (in the form of burnt pvc) via fourier transform infrared spectroscopy. Pvc is the material of the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.